Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial under sensing during atrial tachycardia / atrial fibrillation (at/af) on the right atrial (ra) lead. No mode switching was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.